Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested: can you please clarify what was meant by the ¿ntlc55 cartridges poured out¿? Did the cartridge itself fall out of the device during firing? Or did the cartridge begin to fire a staple line and cut line but could not be completed (partial fire)? If not, please provide further information with regard to how the cartridges ¿poured out¿. As you have stated that the patient outcome is currently under follow-up, what is the current patient status? The following response was obtained: the cartridge began to fire a staple line and cut line but could not be completed (partial fire). Fortunately there were no adverse event so far and the patient was dismissed.

Event description:
It was reported that in hospital, surgeon performed gastrectomy as the first case. Surgeon used stapler and reload as usual to perform extracorporeal. However, stapler cartridges poured out and incomplete tissue transection was performed. The new reload was used, but the cutting of the tissue was not done properly and showed incomplete staple line integrity. Surgeon, who is concerned about patient leakage, has newly performed anastomosis using the new/like device and reload. The stapler and 2 reloads used in this surgery were poorly treated and the operation was completed without any problem. The adverse event on the patient outcome is currently under follow-up and the exact result is not known at this time. Perhaps a defect in the stapler product itself than the reload, but the operation was successfully completed with the new stapler body.

Manufacturer narrative:
(B)(4). Batch # p58k6l. The analysis results found that the ntlc55 device was received with no apparent damage and with a sr55 cartridge reload present. The cartridge reload had the proximal 1 driver up without staple, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device firing cycle was interrupted. In addition, another sr55 cartridge reload with one driver up and the swing tab in locked position was received. The cartridge reloads were manually unlocked and the device was tested for functionality with the returned cartridge reloads and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.